Event description:
It was reported that the patient presented with chest pain and changes in an electrocardiogram (EKG); therefore, the stenting was performed and a perforation was noted in the left anterior descending (lad) artery. The 3.5x19mm graftmaster covered stent was implanted at 15 atmospheres (atm); however, there was no change in perforation or degree of contrast extravasation despite 1:1 sizing. Balloon tamponade was performed; however, the perforation was still not resolved. The patient was experiencing atrial fibrillation and CPR was performed. Two more covered stents were implanted followed by additional ballooning to resolve the perforation. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database did not indicate a lot specific quality issue. The reported patient effect of atrial fibrillation is listed in the graftmaster rx coronary stent graft system instructions for use (IFU) as a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported failure to seal could not be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Failure to seal the perforation may be attributed to several factors including, but not limited to, patient anatomical morphology, product size selection, deployment technique (non-central positioning of stent graft over perforation or inadequate overlapping), interference from previously deployed devices, or growth of perforation during deployment. In this case, it is possible that growth of the perforation during deployment contributed to the reported leak; however, based on the information provided, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.